Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a remote follow-up, an increase in the capture threshold and an increase in the pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.